Event description:
It was reported the epg (external pulse generator) displayed an error code. After discussion with medtronic technical services, and an explanation that this error code was likely caused by disruption of the self-test upon start-up, the battery was removed to reset the epg. The epg worked as designed. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.